Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that when pulling exams via wifi the rep was able to pull the CT exam, but encountered a uid error when trying to pull the mr. The rep had the scan burned to a cd and was still unable to load, but the rep was able to load the exam onto a system with unstructured cranial software. No patient was involved with this issue. Additional information from the manufacturer representative (rep) indicated that they were still unable to load the cd and the error message received indicated an unable to mount to db message. When the rep attempted to obtain logs the system showed an error when saving the logs as well as another error when saving the logs to a cd. The logs appeared to both save and burn to the cd, then after exiting the admin application the system booted to the grub menu, but the system was recovered and after pressing "f" to fix the system was able to boot again.

Manufacturer narrative:
The software investigation found it was not possible to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The system logs received were from a different date than the event reported. Without logs from date the issue occurred there is insufficient information to determine root cause of the operating system (os) corruption. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating replaced ssd and is now having trouble with connected to the wireless network. It was later discovered the manufacturer representative was not selecting the correct wifi network. Once the ssd was replaced, the system was working as designed.

Manufacturer narrative:
The ssd was returned to the manufacturer for analysis. Analysis found that the reported event was related to a software issue. If information is provided in the future, a supplemental report will be issued.